Event description:
Spontaneous report. Patient called while her infusion nurse was there to state that the pump broke while the pt was getting her infusion. The patient was infused manually by the nurse and was still infusing at the time of the call. Patient will not miss a dose. No adverse event reported. A new pump is being sent. Broken pump is available to be returned. The pump that broke was from 2020 and was not available on the site to put under. No further information provided. Serial number unknown. Reported to (B)(6) by: patient/caregiver.